Event description:
It was reported that the during implant of a new device, the chronic right ventricular capture threshold and the impedance rose from tested measurements on the analyzer to the tested measurements once connected to the new device. The pocket had already been closed, and the patient was taken back into surgery. The pocket was reopened and upon inspection of the connector block it appeared that the rv pace/sense pin of lead was not fully inserted. The lead was reconnected and had good measurements. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.